Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose reading of 308 mg/dl while using the ilet and was guided to disconnect the infusion set from the body, change the cartridge and tubing until drops were observed, and then reconnect without changing the infusion site; the user mentioned potentially reverting to manual insulin due to limited insulin supply. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and no reported symptoms or need for medical care. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.